Manufacturer narrative:
Additional information: b6. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of the events was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued), and vancomycin injection (1g, every 5th day, intraperitoneal, discontinued) for cloudy fluid. On an unknown date, the patient was treated again with ceftazidime injection (1g, once daily, intravenous, ongoing) and vancomycin injection (1g, every 5th day, intravenous, ongoing) for cloudy effluent. At the time of this report, the patient was not recovered from the cloudy effluent, and the suspected peritonitis outcome was unknown. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy (ongoing.) No additional information is available.